Event description:
It was reported that a catheter issue occurred. The target lesion was located in a 100% stenosed, moderately tortuous and severely calcified distal superficial femoral artery (sfa). An opticross hd imaging catheter was advanced after the guidewire passed the chronic totally occluded sfa. Upon imaging, it was noted that a catheter twist occurred and that the shafts of the guidewire and catheter were entangled. The procedure was subsequently completed by using this opticross hd. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the kink was sheathed and the imaging window was stretched near the lap joint section and twisted. Twisting began 18.40 cm from the lap joint section. Microscopic inspection revealed the guidewire exit port was damaged, but the tip was in good condition.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in a 100% stenosed, moderately tortuous and severely calcified distal superficial femoral artery (sfa). An opticross hd imaging catheter was advanced after the guidewire passed the chronic totally occluded sfa. Upon imaging, it was noted that a catheter twist occurred and that the shafts of the guidewire and catheter were entangled. The procedure was subsequently completed by using this opticross hd. No patient complications were reported.